Manufacturer narrative:
This reporting is both initial and final. Please receive our closure of the case with the attached letter. Our reference no. (B)(4). The above text is re-entered from the original report send to FDA on 28 june 2017. The original report is attached. To the original report was an attached letter, this letter is also attached in this resubmission of the report.

Event description:
As the manufacturer we were informed on 6th of june 2017 by our distributor, of the following adverse event: "a (B)(6) male patient underwent an unknown procedure on (B)(6) 2017 and one surgiflo was used. The surgiflo product was completely removed from the body once hemostasis was achieved. The patient presented with a seroma and had to be taken back to the operating room. The wound was not infected. On the second procedure, the seroma was removed. No product is available for return and lot no. Is unknown. The above text is re-entered from the original report send to FDA on 28 june 2017. The original report is attached.